Manufacturer narrative:
Batch # l5514k, l55c6t. The analysis results showed that two ecr60b cartridges reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the staples were irregular after the firings. Hand sewing was used to fix the anastomosis. There were no adverse consequences for the patient reported.